Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device indicated being at end-of-service (eol) due to long charge times during the therapy delivery sequence for a ventricular fibrillation episode. A subsequent charge attempt was successful, and therapy delivery successfully converted the rhythm. The device remains in use. No patient complications have been reported as a result of this event.